Manufacturer narrative:
The baxter technician replaced the power cable to resolve the issue. The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. Even as liko lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, the periodic inspection manual for liko mobile lifts 3en371001 rev. 5 states under section 8: check cables and connectors for damage or wear. Although the reported event did not result in a serious injury, a damaged power cable with exposed copper wires could contribute to a serious injury or death, if the malfunction were to recure. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
The customer reported to baxter that the sabina ii had a broken power cord. Upon inspection, the baxter technician found the power cord was damaged with exposed copper wires. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.